Event description:
It was reported that the vacuum on the pump was very noisy and did not stop. The blood that was collected was not returned to the patient and an unknown amount of blood was discarded. The patient required an unspecified amount of pre-donated blood. No further information was reported.

Event description:
It was reported that the vacuum on the pump was very noisy and did not stop. The blood that was collected was not returned to the patient and an unknown amount of blood was discarded. The patient required an unspecified amount of pre-donated blood. No further information was reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. The device will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
The unit was not available to the manufacturer for evaluation since it was discarded at account. Therefore, the claimed did not work properly condition was not confirmed. Device not returned.